Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation grade 4 with restricted posterior leaflet. An ntw clip was attempted to be placed; however, the clip was unable to grasp the leaflets. After multiple attempts grasping the leaflets, chordal rupture was noticed in the anterior side, and the posterior leaflet was not as firm as before the procedure. The decision was made to remove the clip and abort the procedure. The patient underwent surgery on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the positioning failure associated with leaflet capture and grasping appears to be related to patient morphology/pathology (restricted, very thin, friable and tethered posterior leaflet). The unspecified tissue injury also appears to be related to the patient morphology/pathology. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.